Event description:
It was reported that after use of bd vacutainer® k2 edta (k2e) plus blood collection tubes they had cracked tubes. The following information was provided by the initial reporter: customer states after collecting sample and placing this tubes at -80°c, they are breaking. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details customer states the tubes at breaking at -80° c after sample has been collected.

Manufacturer narrative:
H.6. Investigation summary: bd received 6 photos from the customer in support of this complaint. Evaluation of the photographs indicated cracked frozen tubes. Storage temperature indicated on the shelf pack label is 4c 25c. Customer is storing tubes at 80c which is classed as off label use. 100 retained samples were visually inspected, and no cracked tubes were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the storage conditions used by the customer. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of bd vacutainer® k2 edta (k2e) plus blood collection tubes they had cracked tubes. The following information was provided by the initial reporter: customer states after collecting sample and placing this tubes at -80°c, they are breaking. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details customer states the tubes at breaking at -80° c after sample has been collected.